Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the iol had been sticking to the inner walls of the cartridge of the company¿s pre loaded system. Eventually, the trailing haptic had become stuck between the tip of the plunger and the inner wall of the cartridge of the pre loaded device and was cut during implantation. The surgeon decided not to exchange the iol. The next day, the doctor examined the patient and reported that the iol remained in the targeted place and the patient had very good vision. The patient stated that he was very satisfied with the visual outcomes. All the conditions in the operation room and the handling of the pre loaded iol had been according to specifications and good practice guidelines. There was no patient harm. Additional information was received by stating, the iol had been sticking to the inner walls of the cartridge.